Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fiber 1 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. The catheter shaft had been kinked between electrode rings 3 and 4, and further investigation revealed that optical fiber 1 was fractured at the location of the kink, consistent with the loss of contact force.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.